Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the central control monitor to boot up to a black screen. It was determined that the single board computer (sbc) was defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was blank. The perfusionist performed a few checks of the device with the assistance of the field service representative (fsr) over the phone, but the issue was not resolved. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.